Event description:
It was reported that the customer has passed away in the hospital. The customer had been hospitalized on (B)(6) 2014. The cause of death was brain bleeding. The caller stated that the customer's blood glucose was up to 800 mg/dl. The customer had diarrhea and had gone to the hospital to get fluids. The customer also had heart disease. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death. The customer was off the insulin pump therapy since (B)(6) 2014. The caller stated that the customer did not use sensors. At this point the caller stated that they were busy and would call back to complete the death report. Attempts have been made to contact the next of kin. There was no answer and only a voice mail was left. At this time, no further information is available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.